Event description:
Caller reported a minimum fill notification. The impact on the customer¿s blood glucose level was not disclosed. Caller initially attempted to reload an existing cartridge, which did not resolve the issue. Technical support guided the caller through the process of loading a new cartridge onto the pump following proper technique, which successfully resolved the issue, allowing the caller to resume insulin use.